Event description:
It was reported that the customer was hospitalized due to arthritis. Customer stated that the hospital conducted testing on the reservoir for possible contamination due to an infection and red bumps. Customer reported irritation and bumps on the arms and thighs and stated that the location of the irritation is under the sets adhesive. Customer further stated that she was contaminated by an injection and has been experiencing high blood glucose readings. Customer's current blood glucose reading is 335 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.